Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, and basic occlusion test. Unable to prime during prime test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Scratched lcd window, cracked battery tube threads, and missing end cap sticker noted during visual inspection. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.